Event description:
Provider states the left side legrest does not hold any weight. The footplate extends down when weight is applied to it. Comes within 3/4 to an inch away from the ground when it stops extending.